Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
Material no: 367925 batch no: unknown it was reported that before use of the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes the side of the tubes appeared cloudy, possibly from the power sticking to the side of the tubes. The following information was provided by the initial reporter: customer stated that the tubes appear cloudy which is not normal. "Customer states that she has never seen the tubes look like this. Because all the tubes in their inventory looked the same they were passed by the qc department and put into kits. The tubes appear to have a heavy film on the inside and she is just inquiring if this is normal because she has never seen the tubes look like this. Customer did not consider this a complaint but explained that according to our process it would fall under our complaint handling procedure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device brand name: bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes. Medical device expiration date: unknown. PMA 510(k)#: k945952, k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no: 367925, batch no: unknown. It was reported that before use of the bd vacutainer® sodium fluoride 15mg potassium oxalate 12 mg (fx) blood collection tubes the side of the tubes appeared cloudy, possibly from the power sticking to the side of the tubes. The following information was provided by the initial reporter: customer stated that the tubes appear cloudy which is not normal. "Customer states that she has never seen the tubes look like this. Because all the tubes in their inventory looked the same they were passed by the qc department and put into kits. The tubes appear to have a heavy film on the inside and she is just inquiring if this is normal because she has never seen the tubes look like this. Customer did not consider this a complaint but explained that according to our process it would fall under our complaint handling procedure.